Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01202, -01203, -01204.

Event description:
Allegedly, patient was revised due to mom complications: hip pain; elevated cobalt and chromium ion levels; malfunctioning; metallosis; burnishing on the trunnion and yellowish fluid surrounding the prosthesis: right.